Event description:
Patient reported "rupture and cysts". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
Patient reported "rupture and cysts". This record is for the left side. Device remains implanted. Later, patient reported "health complaints", "pain", "my implant was affected by the recall" and "defective according to medical findings".

Event description:
Patient reported "rupture and cysts". Later, patient reported "health complaints", "pain", "my implant was affected by the recall" and "defective according to medical findings". Later, healthcare professional reported "defective implant" confirmed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6.